Event description:
A hill-rom technician found this bed in the bed shop with a note stating the bed exit alarm was not sending an alarm to the nurses' station. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable had no visible damage, but was not working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.